Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom (system error 322)which was confirmed (through the event history log) but was not reproduced. Further evaluation found the upper auxiliary mounting screw to be loose, allowing the switch to move. It was determined that the alarm was caused by the loose screw. The upper auxiliary assembly (containing the screw) was replaced to correct this condition. System error 322 will occur when the pump transitions from the open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that during preventive maintenance testing, a spectrum pump alarmed for a system error 322. It was also reported that there was no patient injury.